Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: 157442, item name: m2a-magnum mod hd sz 42mm, lot #: 201230, item number: 139252, item name: m2a-magnum 42-50mm tpr insrt-6, lot #: 937410, item number: 103203, item name: taperloc por fmrl 9x137, lot #: 005300. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09700, 0001825034-2018-09770. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately 3 years post-implantation due to unknown reasons. The femoral head and acetabular shell components were removed and replaced. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
Reported event was confirmed by review of operative notes and radiographs. Pre-op x-ray review dated oct 27, 2014 identified 4mm lucency between the cup and acetabular. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right hip revision approximately 3 years post implantation due to pain, acetabular loosening and metallosis. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised approximately 3 years post-implantation due to pain and acetabular loosening. Head and shell components were removed and replaced. Attempts have been made and no additional information is available at this time.